Manufacturer narrative:
Block h6: imdrf code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was closed and deployed; however, the clip would not detach from the line of the device. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.